Event description:
During a pci procedure, the maverick2 monrail ptca catheter balloon ruptured at 10 atms on the third inflation. The first and second inflations were to 10 atms. The lesion being treated was a hard calcified, 99% stenotic lesion in the left anterior descending (lad) coronary artery. A whisper 0.014 guidewire and a mach1 guide catheter were also used in the procedure. The procedure was successfully competed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.